Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported loose power ports for the returned controller were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis revealed that the returned controller failed visual inspection due to loose connectors and displaced gaskets at power ports 1 and 2 of the controller. Loose power connectors are currently being investigated by the manufacturer with the supplier. External inspection also revealed that a label was placed over the speaker opening, causing alarms to sound lower than expected. Alarm sounds returned to normal after the label was removed. Internal visual inspection revealed a small amount of black debris around the loose connectors; the debris did not impact the performance of the controller. The label placed over the speaker opening and the internal debris found is not related to the reported event. The most likely cause for this accumulation of debris can be attributed to the loose connectors allowing ingress of foreign material. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that both power connectors of the patient's controller were loose. The event was not associated with any controller alarms. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.